Event description:
It was reported that question marks (???) Appeared in the implantable cardioverter defibrillator (ICD) interrogation where the date of elective replacement indicator (eri) should appear. The ICD was explanted and replaced with an implantable pulse generator (ipg) due to eri. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: 5076 implantable pacing lead (B)(6) 2005. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.